Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4)

Event description:
A customer reported a defective lens and provided a questionnaire completed by the surgeon, who reported that before an intraocular lens (iol) implant procedure, spots or vacuoles were observed in the middle of the optic. There was no patient injury, no surgical intervention was required. The surgery was completed with a backup lens.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis and the optic has loose particulate which may have been interpreted as the reported complaint. Results from the product history record review indicated the product met release criteria. Additional observations were as follows; iol returned positioned correctly in the iol case. Solution is dried on the iol. Based on the investigation findings, the damage (loose particulate) may have been interpreted as the reported complaint - spots or vacuoles in middle of optic. The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on the iol. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed damage (loose particulate) would not meet our current release criteria. These investigation findings are evidence that the product was most likely subjected to handling. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product and batch history record, the product met release criteria. (B)(4).